Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during initial dwell 4 of 4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 4. The patient had three bags connected, and had no bag or patient disconnections. There was solution in the heater bag only and no leaks detected. (B)(4) had the patient cycle power to clear the error. The patient elected to complete therapy manually. Product surveillance (ps) contacted the patient, who would not provide any additional information. Ps then contacted the patient's clinic and spoke to a dialysis nurse who explained she did not hear from the patient regarding the error. The nurse stated she was not aware of the issue, but said she would follow-up with the patient's primary nurse. No injury or medical intervention was reported.